Manufacturer narrative:
Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Date sent to FDA: 9/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent incarcerated recurrent ventral hernia repair surgery on (B)(6) 2013. It was reported that the surgeon noted ¿dense adhesions covering 100% of the previous mesh. A portion of sigmoid colon was loosely adherent to the anterior abdominal wall and ventral mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. It was reported that patient had a previous hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other implanted product was captured in separate files. No additional information was provided.